Event description:
It was reported that catheter issue occurred. An opti cross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it stopped projecting images in the middle of the procedure, and the screen went blank. They decided to open another catheter, and the second device had the same problem with the image projection. An error message was also shown regarding a motor drive unit that was overloading. However, it was also noticed that the catheter twisted itself around the wire. The catheter and the wire were successfully removed together. No patient complications were reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. An opti cross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it stopped projecting images in the middle of the procedure, and the screen went blank. They decided to open another catheter, and the second device had the same problem with the image projection. An error message was also shown regarding a motor drive unit that was overloading. However, it was also noticed that the catheter twisted itself around the wire. The catheter and the wire were successfully removed together. No patient complications were reported. It was further noted that the target lesion was located in a tortuous and calcified superficial femoral artery. The procedure was completed with a new ivus catheter.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. Device analysis by MFR: the device was returned for analysis. Visual inspection revealed the guidewire was kinked at the distal section.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. An opti cross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it stopped projecting images in the middle of the procedure, and the screen went blank. They decided to open another catheter, and the second device had the same problem with the image projection. An error message was also shown regarding a motor drive unit that was overloading. However, it was also noticed that the catheter twisted itself around the wire. The catheter and the wire were successfully removed together. No patient complications were reported. It was further reported that the target lesion was located in a tortuous and calcified superficial femoral artery. The procedure was completed another of the same catheter.